Event description:
It was initially reported that the intraocular lens was required to be explanted in a secondary procedure owing to difficulty with patient anatomy and intraocular lens power calculations. A new lens was implanted and no patient complications were noted.

Manufacturer narrative:
Device was evaluated by manufacturer. Manufacturing records were reviewed - the review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. Visual - the lens was received cut in halves. Based on the investigation cosmetic defects found in the returned lens are related to explant process and not manufacturing related. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.